Event description:
Voluntary medwatch received states that the left ventricular lead exhibited high capture threshold and low pacing impedance. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
UDI is not available as product information was not provided.